Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Upon admit the patient's blood glucose was >400mg/dl, the patient was treated with IV fluids and insulin. Per the reporter there is no reported damage, no blockages, or system faults. She is using novalog insulin and changes the sets and sites and cartridges every three days. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.